Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 130 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.